Event description:
It was reported that the programmer would not interrogate implantable heart devices unless downward pressure was applied to the radiofrequency (rf) programmer head connection. The programmer head was changed out twice and the service disk was run but the situation did not resolve. It was further noted that if software was removed, please reload and update the programmer's software. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that interrogation was unsuccessful unless downward pressure was applied to the radiofrequency (rf) programmer head connection and therefore the link electronic module board was replaced and calibrated. Software was also reloaded and updated. (B)(4).